Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing and the lead integrity alert (lia) triggered. The interrogation showed impedance increased. The lead was capped and another lead was implanted. No patient complications have been reported as a result of this event.